Event description:
The reporter noted: the malibu tip broke during a l5-s1 spine surgery. The surgeon removed the broken piece with a sucker tip. The surgery was delayed approx 1 min.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.